Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that the customer had previously experienced an issue with the mini tray failing, although it was recoverable, replaced the mini engine 1.2 (1x3), proceeded to hardware test application (hta), and completed the final testing, then had the customer access the tray multiple times through the application, which was successful without any further issues, confirming that the replacement of mini engine 1.2 resolved the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, storage space was failed. Customer mentioned that they were unable to access medication during case. Storage space was failing on each use and drugs were not available. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.